Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos). The patient reported "not feeling well" at the time. The lead sensitivity was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: ddbb1d4 implantable cardioverter defibrillator (ICD), (B)(6)  2013; 4076 implantable pacing lead (B)(6) 2013. (B)(4).